Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was seen in the right ventricle. The patient did not have any symptoms due to the noise. It was unclear if the noise was generated from the pacemaker or from the right ventricular lead, so the pulse generator was removed and the lead capped and replaced on (B)(6). The patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.